Event description:
It was reported, the camera head had no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found flooding of the cables and imaging and a cracked main body. Based on the results of the investigation, the root cause linked to the device but unable to trace more specifically. A DHR review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. This issue is addressed in the instructions for use (IFU): chapter 4 usage (warning) if the endoscopic images or functions are abnormal and return to normal spontaneously, the product may have already malfunctioned. If you continue to use the device, the abnormality may occur again, and the device may not return to normal. In this case, stop using the device immediately and slowly pull out the endoscope from the patient. Continued use of such a product may cause injury to the patient, bleeding, or perforation. If for some reason the endoscope image disappears or does not return from the frozen state during an endoscopy, and you do not know how to recover, turn the otv-s7pro power off and on again. If the image does not return to normal and observation is still not possible, immediately turn off the otv-s7pro, remove the camera head from the endoscope, and while looking directly into the endoscope eyepiece, slowly pull the endoscope out from the patient to discontinue use. It is extremely dangerous to leave the endoscope inserted into the patient while the image is lost or the patient cannot be observed, or to pump air, suction, or perform any other procedure. If any of these tools are in use, withdraw them in the safest way possible before removing the endoscope. Also, always have a spare product available during the procedure to avoid interruption of the procedure. Endoscope image disappearance and freezing (warning) do not strike or drop the product. Water leakage may damage the product's internal electrical circuits. Olympus will continue to monitor the field performance of this device.